Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used during an upper endoscopy procedure performed on (B)(6) 2026. During the procedure, dilation was completed successfully. However, difficulty was encountered during balloon deflation following the procedure. The wire was cut to allow removal of the balloon from the patient. The procedure was completed using the original device. There were no patient complications reported as a result of this event and the patient condition following procedure was reported to have fully recovered.

Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.